Event description:
A (B)(6) male patient contacted zoll customer support to report that his battery pack indicated a problem. The patient was issued a replacement battery pack.

Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery problem) has been confirmed. As received, the battery would not charge or power on a monitor. The cause of the inability to charge or power a monitor is a loose solder connection on the pad of p4. The root cause of the damaged connection cannot be positively identified but is likely mechanical shock from physical impact. No adverse event resulted from the defective battery pack. The patient received a replacement battery pack.